Event description:
Pt had a right modified radical mastectomy for carcinoma, approx one and half yrs ago. She had final reconstruction several months ago; however, her implant had leaked and was almost completely deflated. As a result, pt underwent surgery for removal of implant and insertion of new implant.